Event description:
Additional information received on (B)(6) 2014 indicated that the patient is at her 2 week mark for antibiotics and no additional intervention has been required at this time.

Event description:
It was reported that the patient was implanted with an ams retroarc sling on (B)(6) 2014. The patient developed an infection along "one of the arms of the retroarc sling," and was treated with antibiotics. No further patient complications were reported.

Manufacturer narrative:
(B)(4).